Manufacturer narrative:
G4:03feb2021. B4:04feb2021. The front bezel was return for analysis. It was determined that the cause of the liquid ingress is due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11nov2020. B4: 13nov2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported that the ventilator's navigation ring is not working, unable to adjust settings. There was no patient involvement.